Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site. The reported complaint of thermogard console displayed tcmid:08 (coolant temp low) error message was not confirmed during the functional testing or event log review. Based on the event log review, the console failed due to the mid:08 (post stuck key) error message on the customer reported event date. It is possible, the customer unintentionally mixed the error code mid:08 with tcmid:08 when the issue with the console was reported. Upon further testing, the likely root cause for the mid:08 was found to be due to the stuck "temperature setting display button" under the display head panel, likely due to wear and tear. The thermogard console is a reusable device and was manufactured in january 2010. The device has been operating for more than 11 years and has exceeded its expected serviceable life of 5 years. The customer reported issue of the loose power cord connector was confirmed during the visual inspection. The root cause of the loose power cord connector was likely due to wear and tear. The power cord connector was adjusted to address the issue. The event log was reviewed and showed the occurrence of the mid:08 error message. Also, the event log showed the presence of the mid:14 (bg power supply) and mid:16 (software related) error messages on the reported event date as a result of the unexpected console shut down due to the loose power cord connector. After fixing the stuck display button, the thermogard console passed the functional testing without any error. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard (B)(4).

Event description:
During the device check, the thermogard console (sn (B)(4)) displayed a tcmid:08 (coolant temp low) error message. In addition, the power cord connector was observed loose. No patient involvement.